Manufacturer narrative:
(B)(4).

Event description:
Procedure type: colorectal. According to the reporter: after finishing the anastomosis, the doctor inspected the donuts and found that the donuts were completed but very thin on one side. The doctor performed an intra-operative leak test and it passed. However, the doctor performed a diverting colostomy. There was no reinforcement used. There was unanticipated tissue damage.

Manufacturer narrative:
(B)(4).